Manufacturer narrative:
No malfunction of the power wheelchair is suspected. End user was struck by a motor vehicle while operating the power wheelchair on the roadway. Hoveround's owner's manual warns end users, "to avoid serious injury or death by being struck by a motor vehicle, obey all local pedestrian traffic rules," and, "cross roads at locations where you are most visible to traffic."

Event description:
End user's relative reports while client was operating the power wheelchair on the roadway he was struck by a motor vehicle.